Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. System tested and it was confirmed that intermittently the system would not save images. Erased all patient data and reloaded flash. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9800 system are mixed up. Also, it was noted that the system will not record any images. There was no report of patient injury.